Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was connected to a test hand piece and a gen04, during functional testing it was noted that the max hand control button was nonfunctional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect the internal components. Corrosion was found at the max hand activation dome. The corrosion in the dome is possibly caused when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. Due to the moisture discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device. It is possible that moisture in the dome could have cause the reported of "continuous activation". However, this was not seen during analysis. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #k92w7u. The batch history records were reviewed with no anomalies noted during the manufacturing process

Event description:
It was reported that during an open unknown procedure, the device kept actuating by itself in max mode in 30 minutes when it was not in use and placed on a mayo stand. The max mark of the gen04 generator was lighting and an actuation sound was heard. Another device was used to complete the case. No one got burned. There were no adverse consequences to the patient.